Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d4, d9, g3, g6, h2, h4, and h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use (nicked, gouged) and the device is fractured on its distal surface. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The root cause of the reported event is attributed to wear and tear from repeated use over time. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the provisional was noted to be fractured after sterilization following a knee procedure. No adverse events have been reported as a result of the malfunction.